Event description:
Event description guidant received information that this ventricular lead dislodged two times on the same day it was implanted. Additional procedures were required to reposition the lead, however, no adverse patient effects were observed.